Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit device cuff pressure went down many times. It was indicated that they changed the cannula many times.